Event description:
The device was returned for av sticky valve. The secondary and outlet pins of the fva were felt dragging during operation. Log files were reviewed and found multiple sticky pin failures. The device was opened to inspect for damage and cleaning. No internal damage was identified. The fva assembly was removed. A small amount of dirt and debris was found on the pins and their channels. The fva pins and their respective channels were cleaned using alcohol. The fva lip seals will need to be replaced.

Event description:
The following has been reported: biomed reported: "the middle pin, second from the top, is not fully extending." Injury/adverse reaction: no. Active infusion stopped: no. Biomed reported on 07/17/2025: the pin from the top right is not sticking out all the way out. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.